Event description:
The following article was received based on a literature review: literature title: tilt and decentration of the crystalline lens and intraocular lens after femtosecond laser-assisted cataract surgery. A retrospective, observational, single-center study evaluated crystalline lens (cl) and intraocular lens (iol) tilt and decentration following uneventful femtosecond laser¿assisted cataract surgery (flacs) in 125 eyes (n=125). A total of 12 iol models were implanted, of which 86.4% were spherical and 13.6% toric. For subgroup analysis, iols were categorized into five platforms: tecnis (31 eyes, 24.8%), acrysof (30 eyes, 24.0%), rayner (20 eyes, 16.0%), sensar one (16 eyes, 12.8%), and finevision micro f (15 eyes, 12.0%), representing 89.6% of implants. The johnson & johnson (jnj) iols included in the study were: tecnis: zcb00, icb00, dfb00 sensar one: aab00 postoperatively, iol tilt was comparable across platforms (approximately 5°; sensar one 5.02 ± 1.35°, tecnis 5.23 ± 1.41°), with no significant differences observed. A small proportion of cases showed higher values, with 8.8% exhibiting tilt >7° and 9.6% decentration >0.40 mm. No further medical or surgical interventions were reported in the study.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown. Article accepted on august 14, 2025 . Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted section e1 - telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Section h6 - health effect - clinical code 4581: no code available (device dislocation) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Citation: felix gonzalez-lopez, md, phd, santiago delgado-tirado, md, ricardo perez-izquierdo, md, daniel gonzalez-gonzalez, md, david medel, od, alba saez-corrales, od, enelia cristina pelaez-gutierrez, msc, phd. J cataract refract surg 2026; 52:140¿147 copyright © 2025 published by wolters kluwer on behalf of ascrs and escrs. Link to article: https://doi.org/10.1097/j.jcrs.0000000000001770.